Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support stating that the cartridge appeared empty despite having just installed a new cartridge and while performing the fill tubing process. The user was informed that the device would not display available units until the fill tubing process was completed. It was identified that the infusion set had been inserted into the body prior to filling the tubing. The user was instructed to remove the infusion set, connect a new infusion set to the tubing, complete the fill tubing process, and then insert the new infusion set into the body. Follow-up contact was planned after the supply change was completed. During follow-up, the user reported uncertainty about completing the fill cannula process. The user was guided through the fill cannula process to ensure insulin delivery was resumed and was educated to confirm insertion of a new infusion set when prompted after filling tubing in the future. The user reported that blood glucose levels were returning to range and stated they would call back with any additional questions. The user reported that blood glucose levels were affected during the event, with a highest reported value of 238 mg/dl and levels outside the target range for approximately five hours. No backup therapy, ketone testing, steroid use, professional medical intervention, or additional assistance beyond contacting support was reported. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.